Event description:
The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache and asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device is not a part of recall. Corrected data: (device) problem code - from material integrity problem to adverse event without identified device or use problem. Remedial action init (rfb) - from required to not applicable. Remedial action initiated - from recall to blank. Recall (z) number (rfb) - from required to not applicable. Recall (z) number - from z-1974-2021 to blank.